Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer stated received power error and changed battery. Customer was assisted with trouble shooting. Pump is a 640g with software 2.6, customer was offered pump replacement. The customer took the offer for replacing pump. The pump will not be returned.

Manufacturer narrative:
Device was received with power error due to non-sleep anomaly software error. Device passed the displacement test, sleep current test and active current test.